Event description:
It was reported that the pt's parents reported deterioration in the pt's performance. Testing revealed some open electrodes and abnormal responses from other electrodes. The device revision surgery will be scheduled.